Event description:
One endeavor spring drug-eluting stent was implanted in the mid rca (MFR# 2953200-2009-00105). A staged procedure of the proximal lad was carried out 6 days following the index procedure. One endeavor drug-eluting stent was implanted in the proximal lad (MFR# 2953200-2009-00106). Pt was asymptomatic/free of symptoms at 30 day and 6 month follow up. A spontaneous gi bleed is reported to have occurred approx 6.5 months following the index procedure. Investigator has not indicated if event was related to the study stent or if pt was taking asa and clopidogrel/ticlopidine 24 hours prior to the event.

Manufacturer narrative:
(Gi bleed). Eval: results: inherent risk of procedure (gi bleed).